Event description:
Correction: there was no pump stoppages during the event.

Manufacturer narrative:
Section d4, h4: additional information. Section b5: correction. Previously reported pump stoppages were captured and evaluated under medwatch report MFR# 2916596-2019-02656. The reported pi events were confirmed via the log file data provided by the account. The submitted log file contained data spanning from (B)(6) 2019 at 16:23:19 to (B)(6) 2019 at 13:26:06, per the timestamp. A total of 239 pi events were captured throughout the log file. No alarms were captured, and the device appeared to have been operating as intended. Pi events are examples of routine events and do not appear in the alarm history. Pulsatility index (pi) is a calculation related to the amount of assistance provided by the pump. Pi values typically range from 1 to 10. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). No clinical symptoms or device-related issues were reported in association with the event. Additional information was requested from the account; however, none was provided. The patient remained ongoing on the device until expired which is unrelated to this event. The heartmate ii lvas IFU addresses pump speed, power, flow, and pi. This document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
This event was incidentally reported. The event is correctly reported under MFR# 2916596-2019-02656.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gt(B)(6) in unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 3 years 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced a pump stop. Additional information was requested but not provided.